Event description:
A medtronic rep reported, the screws stripped on the angled navigus based during a biopsy. The screws allegedly stripped while the surgeon was detaching the base after the biopsy. The site was still able to remove the screws from the pt and the case was completed. There was no impact on the pt outcome.

Manufacturer narrative:
Lot number was not available as device was discarded at site. Ship date was not available as no lot number was secured. The device is a disposable item and was discarded at the hospital. No eval will be performed.